Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was not impacted. The occlusion alarms are resolved by either performing an infusion set change or clearing the alarm and then resuming insulin deliveries. The customer suspected the occlusion alarms were caused by inserting the infusion set sites in their upper thigh, as the customer does not have enough fatty tissue. Tandem technical support educated the customer in contributing factors that cause occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.